Event description:
The hcp reported the patient was implanted in 2005. Approximately 1-2 months ago the patient's symptoms suddenly got worse; it was not felt the change in symptoms was due to disease progression. The patient felt stimulation, but it weaned down and then suddenly increased again. The patient was seen by their physician. No patient injury was associated with the event. The hcp also reported the soft start mode on the neurostimulator turned itself off.